Event description:
Item #t4x24rdap, qty 1, tracer IV heavy duty frame, serial: (B)(4). There is an issue with the right rear wheel when sitting in the chair. This has been going on since day 1 but has now gotten progressively worse. The wheel feels very wobbly when the chair is in motion. The faster you go, the more you feel as though the chair is moving up and down on that right side. (B)(4) no additional information provided

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.